Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 400 mg/dl. The customer was advised that we will replace the pump. The customer insulin pump is iw. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer treated with correction given from pen.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces; unable to confirm a21 alarm and unable to perform any test due to keypad unresponsive. No button error alarm during our testing. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window noted.